Event description:
It was reported a retroperitoneal bleed occurred. A left atrial appendage (laa) closure procedure was performed. A watchman access system and a 24mm watchman laa closure device and delivery system were used. The closure device was successfully implanted. The following day, a retroperitoneal bleed was noted. It was noted that the fellow might have possibly nicked the artery when he was accessing the vein during the procedure. The patient did not require surgery; rather they received fresh frozen plasma to treat the bleeding. The patient was discharged from the hospital and is doing fine.